Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and returned and cable cut off. Visual inspection under magnification was performed and evidence of active rod was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. It could not be determined what may have caused the incident reported.

Event description:
It was reported that before an unknown procedure the device electrode ceramic broke off, it didn't fall into the patient . Another device like device was used to start the case. No patient consequences. 1 device will be returned.